Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with pain, redness, light sensitivity, foggy vision and watery right eye twelve days following lasik treatment. The topical steroids were increased. Additional information received; the patient was referred to her primary care provider for sinus symptoms. No ocular pathology was noted and the topical steroids were tapered.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).